Manufacturer narrative:
Correction: b4/f8: date of this report in follow-up MDR #1 is being corrected from blank to 07/14/2021.

Manufacturer narrative:
D4: lot #: the correct lot # is "20i19t672", previously submitted as "2019t672". D4: UDI #: the correct UDI # is "(B)(4)", previously submitted as "ni". H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak testing was performed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution administration set was leaking from the main line between the injection site and the burette. The leak was identified during priming prior to patient use. There was no patient involvement. No additional information is available.